Manufacturer narrative:
During use of the 6f brite tip catheter sheath introducer (csi), the physician could not remove the sheath from patient because the sheath kinked. There was no patient injury. The product was not returned for analysis and a lot number was not provided; therefore, a product history record (phr) review could not be performed. Without the return of the device or images for analysis, the reported customer event ¿catheter sheath introducer (csi)- withdrawal difficulty¿ and ¿catheter sheath introducer (csi)- kinked/bent - in patient¿ could not be confirmed. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately. Important: upon removing any csi, aspirate via the sideport extension to collect any fibrin that may have been deposited.¿ based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
During use of the 6f brite tip catheter sheath introducer (csi), the physician could not remove the sheath from patient because the sheath kinked. There was no patient injury. The device is available for analysis.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.